Event description:
The customer reported that there was no live image on the monitor after boot up. An alternate system was required to proceed. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.